Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the femoral artery that was non-tortuous. After the armada 35 dilatation catheter was deployed, it did not completely deflate after the first inflation and under rated burst pressure. There was no resistance during removal of the protective sheath and the device was prepped according to the instructions for use. The device was able to be withdrawn without any damage to the vessel and was exchanged for a similar armada 35 balloon to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and pressurized. (B)(6) pressure was applied and the balloon failed to fully deflate in the required timeframe. The reported deflation difficulty was confirmed. A review of the lot history record revealed no nonconformities within the lot that would have contributed to this complaint. A review of the complaint history found one additional event from this lot reported for difficulty to deflate. During device analysis, that device performed properly and the complaint was unable to be confirmed. Abbott conducted an in-depth root cause analysis and found the difficulty to deflate to be potentially related to manufacturing. This appears to be an isolated issue, as there is no evidence to indicate that a wider population of product has potentially been impacted. Further assessment of this issue per site operating procedures is being performed. The performance of these devices will continue to be monitored.